Manufacturer narrative:
H11: additional manufacturer narrative: the DHR review was started and finished in irvine. There are no related ncrs. The DHR review is complete. Draper wo (B)(4). Per (B)(4), "the causes of reoperation following a failed annuloplasty repair is well-documented in medical literature. Typically, reintervention on the annuloplasty ring occurs due to factors such as progression of valvular heart disease, rather than inherent structural deficiency in the annuloplasty ring itself. Over time, the underlying heart condition that initially required repair may worsen, leading to further valve deterioration. This ultimately affects the durability of the initial repair, necessitating re-intervention. Other contributing factors include the emergence of new pathologies (such as infective endocarditis or degenerative changes), the patient's baseline hemodynamics, anatomical alterations, and procedural considerations." There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient and/or procedural factors.

Event description:
It was reported and learned through investigation that a patient with a 36mm 4450 mitral ring was explanted after an implant duration of 8 years and two months due to regurgitation and dehiscence. The explanted ring was replaced with 31mm 11400m mitris resilia mitral valve. The patient was transferred to the ICU before being discharged in stable condition. Per pa, the perceived root cause of the event was due to structural deficiency of the annuloplasty ring.